Event description:
On 27/feb/2023 it was reported that this male peritoneal dialysis (pd) patient passed away. The reason was unknown. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s daughter contacted the pd clinic to report that the patient had passed away in the home on (B)(6) 2023. No additional information was provided. It is unknown if the patient was in active treatment at the time of death; however, it was not reported that the patient was connected to the liberty select cycler. The pdrn reported that no issues were reported with the liberty select cycler prior to the patient death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the patient death.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient passed away. The reason was unknown. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s daughter contacted the pd clinic to report that the patient had passed away in the home on (B)(6) 2023. No additional information was provided. It is unknown if the patient was in active treatment at the time of death; however, it was not reported that the patient was connected to the liberty select cycler. The pdrn reported that no issues were reported with the liberty select cycler prior to the patient death.